Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) eroded outside of the corpora and migrated into the scrotum. The ipp was explanted. There is no additional information reported.